Event description:
It was reported that during a procedure, upon removal of the catheter from the patient, the physician noted presence of char on the pentaray catheter. The users do not know the exact moment the char occurred. There was no impedance rise during the event, or any abnormal catheter irrigation before or after the event. The catheter is a non- ablation catheter. The generator was set to temperature control mode. The approximate size of the char was not provided. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer. Initially reported as device evaluation anticipated but not yet begun.corrected information: device is not returned for analysis as initially reported. (B)(4).

Manufacturer narrative:
(B)(4).